Manufacturer narrative:
Result - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusion - according to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2006, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, ultrasound imaging revealed a type ii endoleak contributing to aneurysm enlargement (amount unknown). On an unknown date, follow-up computed tomography scan confirmed a persistent type ii endoleak originating from the inferior mesenteric artery (ima). On (B)(6), 2010, the patient underwent open exploration of the aneurysm, where the ima was ligated and thrombus was removed. The patient was also implanted with three gore excluder aaa endoprostheses. The type ii endoleak was resolved, and the patient tolerated the procedure.